Event description:
The customer contacted baxter's technical service center regarding a check supply line (csl) alarm which occurred on the homechoice (hc) during use, during prime. The home patient (hp) stated that he changed the cassette and the bags and the alarm reoccurred. The tsr explained the different alarms and lines and the hp then admitted that he used the same supply bag he had connected to the other cassette. The tsr explained that he should setup with new supplies to be sure that everything was sterile. The hp would set up with new supplies and the hc was okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.